Event description:
It was reported during an unk procedure/procedures the arming button would not latch down. Other trocars were opened and case/cases completed without incident. The number of cases or type of procedure is not known. There was no consequence to the pt.

Manufacturer narrative:
Endopath dilating tip trocar: based upon the inquiry info rec'd, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The devices were examined and would not arm as received. The obturators handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process.